Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have a frayed grip cable at the at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The issue was identified after rolling out. The cable was broken in half. No wire was exposed. There was no loss of cautery associated with the damaged cable and no signs of thermal damage at the site of insulation damage. No arcing was observed. No fragment fell into the patient. The instrument didn't collide with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by intuitive surgical, inc. (Isi) fae. Conductor wire damage was unclear from the image provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken or loose cable. The conductor wire of the instrument was reported to be disconnected. The instrument was removed and a backup instrument was used to proceed. No fragment fell into the patient. The procedure was completed with no reported injury.